Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient had poor communication and could not connect with the ins. It was noted the patient turns stimulation off at night, but could not connect with the ins to turn it back on. The patient attempted to reset the programmer, but this did not resolve the issue. The patient had a return of tremor in the right hand. A replacement patient programmer was sent to the patient to try to resolve the issue. No further complications were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the patient, reporting that there were no particular circumstances that led to the inability to connect to their ins, "it just quit working." The patient reported that the replacement patient programmer resolved the poor communication and tremor issues. No further patient complications have been reported as a result of this event.